Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was exchanging several different stylets into the atrial lead. While attempting to insert the 13th stylet, the lead appeared to be occluded with tissue and the stylet couldn't be inserted. The lead was replaced. There were no patient consequences.

Manufacturer narrative:
Analysis found that a a complete lead was returned in one piece measuring 58.0 cm. The reported event of stylet could not be inserted was confirmed. The cause of the reported event was isolated to the over torqued inner coil inside the connector region consistent with procedural damage. Visual examination did not find any other anomalies.